Event description:
A customer observed a lower than expected vitros phyt result on a single proficiency fluid tested on a vitros 4600 chemistry system. Sample ch-05 result: <3.0 ug/ml vs expected 6.59 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No vitros phyt patient results have been questioned; however, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation confirmed that a lower than expected vitros phyt result was obtained on a single proficiency fluid tested on a vitros 4600 chemistry system. The investigation initially concluded that the assignable cause of this event was user error due to inappropriate interpretation of an instrument wash error flag generated by the vitros 4600 instrument. Subsequent investigation for similar events determined the vitros calibrator kit lot 0954 in use at the time was not performing as expected. By design, the "we' condition codes occur when the magenta wash tolerance ratio (mwt) is outside the specified tolerance. Mwt is calibration lot and gen specific. The investigation determined the curve location for calibrator kit 0954 in relationship to the magenta wash tolerance is shifted lower than the other calibrator kit lots, and as a result, it is more susceptible to we condition codes. The customer's inappropriate interpretation of an instrument wash error flag is still the assignable of the bias result obtained. The FDA's (B)(4) district office was notified of this issue on 05 oct 2015.

Event description:
This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation confirmed that a lower than expected vitros phyt result was obtained on a single proficiency fluid tested on a vitros 4600 chemistry system. The assignable cause of the event was user error due to inappropriate interpretation of an instrument wash error flag generated by the vitros 4600 instrument. The customer incorrectly assumed the wash error flag was generated because the sample was outside the phyt measuring range, and incorrectly diluted the sample 2x, prior to retesting. The vitros 4600 instrument operated as intended when the wash error flag was generated. The investigation found no evidence to suggest a malfunction of the vitros 4600 chemistry system or vitros phyt reagent.